Manufacturer narrative:
An event regarding altr (adverse local tissue reaction) involving an accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event description states: "... Legal claim ... Left tha ... (B)(6) 2021 began to experience pain and ... Noise from left hip ... Blood tests ... Elevated cobalt ... X-rays ... Metal collected outside of the ball ... Planning ... Revision surgery." On (B)(6) 2009 handwritten, poorly legible brief "operation record" " left uncemented metal on metal thr" apparently uncomplicated surgery. Implant labels: 62 mitch trh acetabular cup; 56 mitch trh epiphyseal replacement; #4 accolade tmzf plus stem; 56 mitch trh v40 taper. On (B)(6) 2021 x-ray: ap left hip uncemented tha, reduced, nominal position circled radio dense debris adjacent to inferior pole of modular head. On (B)(6) 2021 MRI left hip report: "impression 1. No fracture or loosening 2. Small left hip effusion ... Suspicion for adverse reaction to metal ..." (B)(6) 2021 lab report: "blood cobalt 16.8 h (less than 1.8) no clinical or pmh, no patient demographics, no dated serial imaging studies, no dated serial lab studies, no indication revision surgery has been performed. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been other similar events for the reported lot. Conclusion: the event cannot be confirmed based on clinician evaluation which indicated: based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Further information such as clinical or patient medical history, patient demographics, dated serial imaging studies, dated serial lab studies and revision operative reports are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.   The following devices were also listed in this report: cat# mac-9988-5662; std mitch trh cp sz 56/62; lot# unknown cat# per-9988-9956; mitch trh prx ep rp sz56 finsb: lot# unknown cat# mmh-9988-0456; mitch trh md hd sz 56-4; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It's reported by the patient, through the filing of a legal claim, that he underwent a left total hip arthroplasty on (B)(6) 2009 where he was implanted with an accolade tmzf and competitor system . It's further alleged that in (B)(6) of 2021, he began to experience pain and heard noise coming from his left hip. Blood tests performed on (B)(6) 2021 revealed elevated levels of cobalt in his system. Patient also alleges that x-rays performed in (B)(6) "revealed that metal had indeed collected 'outside of the ball' ". Patient is planning on having a left hip revision surgery.